Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. Manufacturer's investigation conclusion: a direct correlation between device and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with fever, rigor and malaise. The patient was taken to operating room for percutaneous lead (driveline) debridement on (B)(6) 2018. All blood and wound cultures were negative. The hospital coarse was otherwise unremarkable. Infectious disease was consulted and recommend 6 weeks of IV vancomycin; with stop date of (B)(6) 2019. The patient was discharged home with a PICC line maintenance and IV abx services. Because of insurance, no home health has been established. Pharm d to manage coumadin. No additional information will be provided. Historically, the patient had a history of ischemic cardiomyopathy 2/2 mi with lad occlusion, which lead to lad stent, cardiogenic shock, impella, crrt and ultimately, and implant of the lvad on (B)(6) 2017. The patient has done well and has been referred to (B)(6) for cardiac transplant evaluation.

Manufacturer narrative:
The patient remains ongoing with the device. The pump was not returned or evaluated. No further information was provided. The manufacturer is closing the file on this event.